Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil and the impedance on the svc (superior vena cava) defibrillation coil were beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead had high impedance on the superior vena cava (svc) and rv coils. Lead fracture is suspected. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.